Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited an alarm after approximately 30-40 ml of infusion of chemotherapy. Per reporter the patient went to ER due to alarming pump and patient was subsequently scheduled to return to the clinic to continue the infusion treatment. No adverse patient effects were reported.